Event description:
It was reported that there was contamination found in the three way stopcock of a pressure monitoring accessory. The appearance was foreign material. The contamination was found during patient use. The user made the decision to complete the procedure using the device. The device was discarded after the procedure was completed. Patient demographics are unavailable. There is no patient harm or injury.

Manufacturer narrative:
The device will not be returned as it was discarded at the facility. The device history record review is pending. Once it has been completed the results will be sent in a supplemental submission. Additional product code, kra, catheter, continuous flush. Additional 510k k896819.

Manufacturer narrative:
The device was discarded at the facility and cannot be returned for product evaluation. The device history record review was completed and all manufacturing inspections passed with no non conformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the issue. Based on the available information, there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. It is not known if procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.